Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported retriever clot integration issue cannot be determined. However, the reported vessel spasm is one of the known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of known inherent risk of procedure has been assigned to the reported vessel spasm.

Event description:
During the mechanical thrombectomy for a patient presented with an nih (national institutes of health) stroke scale of 12 and a tandem right cervical ica/right m2 occlusion, it was reported that post first pass mechanical thrombectomy with the subject device, digital subtraction angiography of the right internal carotid artery intracranial circulation shows that the right m2 occlusion has migrated slightly distally and there is recanalization of an opercular mca branch. So a second pass was performed. Post second pass mechanical thrombectomy with the subject device, digital subtraction angiography of the right internal carotid artery intracranial circulation shows recanalization of the right m2 occlusion, tici (thrombolysis in cerebral infarction scale) 2b and there is some vasospasm in the area of the mechanical thrombectomy. The patient left the interventional suite in satisfactory condition and there is none apparent complications to the patient after procedure.

Manufacturer narrative:
The subject device is not available.

Event description:
During the mechanical thrombectomy for a patient presented with an nih (national institutes of health) stroke scale of 12 and a tandem right cervical ica/right m2 occlusion, it was reported that post first pass mechanical thrombectomy with the subject device, digital subtraction angiography of the right internal carotid artery intracranial circulation shows that the right m2 occlusion has migrated slightly distally and there is recanalization of an opercular mca branch. So a second pass was performed. Post second pass mechanical thrombectomy with the subject device, digital subtraction angiography of the right internal carotid artery intracranial circulation shows recanalization of the right m2 occlusion, tici (thrombolysis in cerebral infarction scale) 2b and there is some vasospasm in the area of the mechanical thrombectomy. The patient left the interventional suite in satisfactory condition and there is none apparent complications to the patient after procedure.